Event description:
As the uterine manipulator was being used with gentle pressure, as verified by the surgeon and assistant, it broke leaving the end cap balloon and green cup inside of the vaginal canal of the patient. This left the uterus freely floating, which lead to an additional forty minute procedure to morcellate the uterus for removal.